Event description:
It was reported that the patient presented in clinic for follow-up. The diagnostics appeared to show that the device was not pacing when the patient was paced the majority of the time. Device reprogramming and reinterrogation resolved the issue. No patient symptoms were reported and routine follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.